Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose rose to over 600 mg/dl at home. Customer was nauseated, thirsty, fatigued, dizzy and weak. The blood glucose reading at the time of the event was 399 mg/dl. Customer experiencing highs for three days. Diagnosed diabetes ketoacidosis. Customer admitted to ICU. Hospital treating with insulin drip. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.